Manufacturer narrative:
Batch review performed on 13 june 2019: lot 183454: (B)(4) items manufactured and released on 18jul-2018. Expiration date: 2023-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved in the event, batch review performed on 13 june 2019: gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416): lot 176166: (B)(4) items manufactured and released on 20-feb-2018. Expiration date: 2023-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot. 177229: (B)(4) items manufactured and released on 22-feb-2018. Expiration date: 2023-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 5 months and a half after primary the surgeon revised the patient knee for a infection. The patient had a septic arthritis. Femur, tibia and insert revised successfully. The pathogen is unknown.